Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as a 3rd degree burn, two on back and two on ribs. There was no alleged device malfunction contributing to the burns. The patient¿s physician prescribed a cream for the burns. Outcome of the burn is unknown.